Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse cleaned the ion selective electrode (ise) module. The cse ran calibrations and quality controls to verify the instrument is operational. The cause of the discordant chloride results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant chloride (cl) patient results were generated by an advia 1800 clinical chemistry analyzer. The discordant results were reported to the physician(s). The operator of the advia 1800 instrument stated that negative anion gaps were observed on approximately 20 patient samples. The operator attributed the negative anion gaps to the chloride (cl) results. The initial results were reported to the physician(s). All patients were repeated on an alternate advia 1800. Corrected report(s) were issued to the physician(s). There are no reports of patient intervention or adverse health consequences due to discordant cl results.